Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt314 optiflow junior nasal cannula was returned to fph in (B)(6) and was visually inspected. Results: visual inspection revealed that the loop pad (wigglepad padding) had peeled off from the cannula. Conclusion: the optiflow junior nasal cannula maintains good retention on the infant's face during use. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason our user instructions warn the user to replace them when necessary: spare wigglepads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The hospital informed us that the problem had only occurred after three days of use. This suggests that the subject opt314 was damaged after it was released for distribution. The user instructions that accompany the opt314 optiflow junior nasal cannula state the following: "ensure skin is dry/prepared." "Check cannula remains secure on the face. Replace wigglepads if required."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the loop pad of an opt314 optiflow junior nasal cannula peeled off from the cannula after three days of use. No patient consequence was reported.